Event description:
It was reported that in (B)(6) 2010, during a pvi ablation procedure, a shift in geometry imaging on the ensite velocity system occurred but was not recognized by the physician performing the procedure. In (B)(6) 2010, while performing a second pvi ablation procedure on the same pt, a transesophageal echocardiogram and angiographic pictures of the pulmonary veins revealed a 60% stenosis of the left inferior pulmonary vein. The pt is reportedly stable.

Manufacturer narrative:
We have requested a copy of the case recording. Upon receiving the case and completing the investigation, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.